Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered an inappropriate shock due to an atrial arrhythmia that had conducted down to the ventricle. No changes were made and no therapy exhaustion of reported. The s-ICD remains in service and there have been no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to have delivered an inappropriate shock due to an atrial arrhythmia that had conducted down to the ventricle. No changes were made and no therapy exhaustion of reported. The s-ICD remains in service and there have been no adverse patient effects reported. Additional information was received that this ICD later delivered additional inappropriate anti-tachycardia pacing (atp) and shock therapy for a conducted atrial arrhythmia. Technical services (ts) recommended further review to assess programming options. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.